Manufacturer narrative:
(B)(4).

Event description:
It was reported "on the day of the incident, the central venous catheter's distal line extender, which had been inserted on (B)(6) 2024 at around 6pm, was found disconnected. The connector connected to the extension line was found broken on the floor. The team observed that there was no blood on the floor or sheets and performed an emergency purge of 10 ml of air and clamped. Due to moderate symptoms, there was a suspicion of gas embolism. Desaturation 86% and systolic arterial hypertension 220 mm hg. Treatment with hyperbaric oxygen therapy. No further consequence after the incident. The patient may have stayed about 30 minutes with the extension line disconnected. The patient became anxious following this episode. The central venous line is still in place, the extension line was discarded." The patient returned to normal hemodynamics. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn #(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on the day of the incident, the central venous catheter's distal line extender, which had been inserted on (B)(6) 2024 at around 6pm, was found disconnected. The connector connected to the extension line was found broken on the floor. The team observed that there was no blood on the floor or sheets and performed an emergency purge of 10 ml of air and clamped. Due to moderate symptoms, there was a suspicion of gas embolism. Desaturation 86% and systolic arterial hypertension 220 mm hg. Treatment with hyperbaric oxygen therapy. No further consequence after the incident. The patient may have stayed about 30 minutes with the extension line disconnected. The patient became anxious following this episode. The central venous line is still in place, the extension line was discarded." The patient returned to normal hemodynamics. The patient's current condition is reported as "fine".